Event description:
Report received of blood leaking through a small hole on a thermodilution catheter. It was reported that pt had a thermodilution catheter placed in preparation for open heart surgery. The catheter was placed and it was reported to have calibrated without problems. Initial data was reported to be consistent with clinical assessment. Approximaterly four hours into the surgery, blood was noted around the adapter on the cardiac output cable port. The blood was wiped away, and several minutes later, it was again noted that blood was leaking at the same spot. Estimated blood loss was reported to be insignificant. It was also reported that at that time, there were no further cardiac output readings. It was reported that a small hole was visible at the base of the flat plastic piece that housed the cardiac output adapter. It was reported that the physician felt that it was not necessary to further use or replace the catheter. The surgery was completed and there were no reported adverse pt effects. Additional information was requested, but no further information was provided.